Event description:
The customer reported that during performance verification test (pvt) 10 when the battery is disconnected and reconnect alternate current (ac) the unit will not power back on no patient involvement.